Event description:
Pt. Had chin plate inserted on 7/20/93 (at that time x1 13mm screw broke off when md screwing wire used to compensate for broken head). X-rays taken - or on 7/22. Another panorex post-op x-ray taken revealed another bone screw ID broken. Pt brought back to o.r.. Baseplate, 2 comple screws, 1 screw with head and 6mm piece of screw removed.